Manufacturer narrative:
(B)(4) 2019 tandem technical support reviewed pump data and verified that the pump's battery depletion rate was within normal parameters. Multiple contact attempts were made by tandem technical support to inform the customer that the battery depletion rate was normal; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the insulin gauge displayed an inaccurate fill estimate and fluctuated. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.